Event description:
It was reported that an ilet device did not charge while on the charging pad for approximately one and a half hours, consistent with a charging problem associated with the battery charger; after relocating the charger and keeping the device on charge, the device began charging and approached full capacity. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem, aligning with a charging problem involving the battery charger. No clinical signs, symptoms, or conditions. During the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.